Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device did not pass the operation control test, and the therapy pca part was defective. The defective part needs to be replaced with a new one. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was returned to philips/bench repair facility and was evaluated. The operational check was performed and the issue was confirmed. It was determined the failure was a result of a defective therapy pca (printed circuit assembly). The therapy pca needs to be replaced to resolve the issue. The customer was provided pricing for a replacement part and services. However, the customer did not accept the quote. The device was returned to the customer unrepaired.